Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure the teflon pad came off of the jaws, and the jaw of the subject device broke off at the hinge. The procedure was said to have been completed using a third thunderbeat handpiece. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the reporter to obtain additional information regarding the report, but with no result. The subject device has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. A supplemental report will be submitted once the subject device is received for evaluation.